Manufacturer narrative:
(B)(4). Date sent: 04/20/2025. H4: updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/08/25. D4: batch #unk. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: -when loading the cartridge, it seemed like the root was lifted, but when used it, the staples were not deployed. -there was no bleeding or tissue damage caused by this event. - the cartridge loaded into the powered echelon and tried to use, but the base part of the jaws was moving loosely, so it could not be used. The device was taken out to outside of the body cavity for a moment and the cartridge was tried to reload, but the same symptom occurred, so the use was stopped and replaced with a new one. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during a robot-assisted proximal gastrectomy procedure, it was observed that the cartridge came off from the device. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent 5/1/2025. D4 batch #774c54. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received with the one-piece sled out of position, with an open package and unfired making it nonfunctional. No functional test was performed due to the condition of the reload. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing it is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 774c54, and no non-conformances were identified.